Manufacturer narrative:
Date if event: (B)(6) 2018 or (B)(6) 2018. (B)(4). PMA/510k status: exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that the ultrathane mac-loc locking loop multipurpose drainage catheter was leaking from the hub during a catheter implantation procedure. As a result an alternate device was utilized to complete the procedure. The complaint product has been returned; however, as of the date of this report, the investigation and evaluation are ongoing.

Manufacturer narrative:
A review of the complaint history, dimensional verification, device history record, documentation, and visual inspection of the returned device was conducted during the investigation. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there was one other reported complaint for this lot number. One 8.5fr mac-loc catheter was returned in two separate pieces. The proximal piece includes the mac-loc hub, cap, and approximately 6cm of catheter tubing. An additional 24cm of catheter tubing was also returned. The device appears to have been cut. There is the presence of biomatter on the exterior of the catheter, likely indicating use. Mac-loc returned in the locked position. No other apparent damage is present on the device. The cap does not appear to be threaded completely. It is confirmed that too many threads are showing between the cap and adapter. The device was leak tested by clamping the proximal end tubing with hemostats and running room temperature water through the proximal hub with a syringe. A leak was confirmed between the cap and catheter tubing. A twist and tug test revealed that the hub, cap, and tubing appeared secure. Based on the information provided and the results of our investigation, the root cause has been determined to be manufacturing related. Appropriate measures have been initiated to address this failure mode. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.